Manufacturer narrative:
(B)(4). Unknown phoenix nail.report source:foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported at the end of an ankle arthrodesis with a phoenix nail, a fracture of an instrument occurred. There was a cracking sound when the connecting screw was loosened. Presumably the surgeon made a mistake when he wanted to disconnect the locking bold. He didn¿t turn the locking bold, instead he turned the holding device that is broken, but this could not be confirmed. The operation could be completed, including the nail end cap. Small parts of the fractured instrument were left in the slots of the nail, therefore left in the patient as the pieces could not be removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: cat#14-440056 phoenix compression nut lot# 001428. Visual examination of the returned product identified the ankle driver nose was returned damage and a compression nut was seized on it. Both instruments show signs of damage and use. The ankle driver nose has the 3 prongs fractured off. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported broken/fractured issue is attributed to use error. Per the phoenix ankle arthrodesis nail system surgical technique, the compression nut and compression hat are assembled on the targeting jig nose/driver bushing. The connecting bolt is then passed through the targeting jig nose and threaded into the distal end of the nail. Therefore, to remove the outrigger assembly from the nail implant, the connecting bolt would need to be removed first. It was reported that the surgeon did not loosen the connecting bolt, but instead turned the compression nut to remove the assembly. A definitive root cause cannot be determined for the locked/seized issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.